Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the thigh, which is off label usage of the device on (B)(6) 2025. On 12/12/2025, the patient woke up and noticed inflammation/swelling at the needle puncture site. By the afternoon, the symptoms worsened and measured 2x4x1 inches which prompted the patient to go to an urgent care clinic. In the clinic, he was assessed and given two different prescriptions for oral antibiotic medications (doxycycline and cephalexin, dosage and duration not specified). At the time of the report, there was no change in the patient¿s condition. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.